Event description:
Additional information was received that a revision procedure was performed. The rv lead was explanted and replaced to resolve the event.

Event description:
It was reported that no intervention has been performed.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and decreased sensing were observed on the right ventricular (rv) lead. Lead damage was suspected but it was not confirmed. The device was then reprogrammed as an interim resolution. The patient is stable.